Event description:
In 2009, the lay-user/reporter contacted lifescan alleging that her granddaughter's one touch ping meter had an "error 1" issue. The pt tests her blood glucose 4 times a day. She manages her diabetes with lantus insulin and sliding-scale humalog insulin. The reporter indicated that the alleged meter issue started the day prior, at around 9:30 pm. The reporter did not know what the pt's previous meter readings were prior to when the alleged issue began. The reporter also did not know what actions the pt took before going to bed that evening, although she did mention that the pt took insulin (unk type/dose) that night. The next morning on original date, at 5:30 am, the pt reportedly woke up with symptoms of vomiting, shaking, and blurred vision. At 7:05 am, the pt took 10 units of "novalin" insulin prior to going to a hospital. At 7:40 am that same morning, the reporter claimed that the pt's blood glucose was tested on a doctor's meter and a result of "787 mg/dl" was obtained. The pt was hospitalized for 2-3 days and treated with an insulin drip at 6-8 units per hour. The reporter also claimed that the pt had ketoacidosis and "almost died". The alleged meter issue was not resolved with troubleshooting. The meter was replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt developed dka and was hospitalized after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.